Event description:
It was reported that during an ablation procedure this crt-d system exhibited noise, oversensing, and pacing inhibition on the rv lead. It was unknown if the patient experienced asystole. It was noted the device was not in cautery mode. Boston scientific technical services (ts) discussed that during a procedure the device should be programmed to cautery mode to ensure pacing. This crt-d remains in service. No adverse patient effects were reported.